Event description:
It was reported that the automated impella controller had battery alarms. No adverse impact to patient management was reported. The pump was removed from service.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Data review: console logs from were consistent with what was reported in the complaint. Multiple instances of battery failure (transport connection blown/missing) alarms were observed in the imc logs. Device analysis: console was tested on an engineering lab bench after arriving in field service. The reported battery failure alarm issue was able to be reproduced. Results of running the batttest utility revealed that cell stack 1 in battery 1 had a voltage that was significantly less than the voltages of the rest of the cell stacks in the battery. Isolative testing was performed by swapping battery 1 with a known good one which resolved the alarm. Conclusion: the root cause of the battery failure was determined to be a cell imbalance in battery 1. Repair: before sending this console back to the customer, field service was instructed to replace battery kit [0042-3016], test aic power system via sections 18-20 of pm procedure [0042-7309], perform a full functional check on the console and optical system [0042-7316].